Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to enter MRI mode due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain patient weight. The reported high impedance was confirmed. Microscopic inspection of the returned lead showed a catastrophic fracture in tail 1-8 where all the internal wires were broken. This would have created the high impedance observed in the field and would have prevented the system from being placed in MRI mode.

Event description:
Additional information received reported that the patient lost effective stimulation due to a lead fracture.